Event description:
A caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the process. The malfunction did not recur after the reset, and the customer was advised that they could continue using the pump, with instructions to call back if the issue reappeared.